Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms. The customer's blood glucose level at the time of incident was 480mg/dl. The customer states they treated highs by changing sets and manual injections. The customer states the alarm was resolved by complete set change. The customer states they did not want to return set and reservoir for analysis. The customer was advised to monitor the device and call back as soon as alarm occurs in order to troubleshoot.